Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, the polyloop and the tube sheath became stuck at the base of the polyp. The tube sheath was removed from the pt by cutting the tube at the handle of the device and withdrawing the endoscope from the pt. The physician re-inserted the same endoscope and a snare was used to cut the coil sheath leaving the loop at the base of the polyp. The physician reportedly snared the polyp using a non-olympus snare. There was no pt injury reported, and the pt is reportedly doing fine.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation, as the device was discarded following the procedure. An olympus representative visited the facility after the procedure to obtain additional information regarding the event, and provided in-service support as needed. The olympus representative was informed that during the procedure, the users did not pull the yellow stopper on the polyloop all the way to the handle, which caused the plastic tube sheath to become stuck next to the polyp, and the user reported that a loop cutter was not readily available during the procedure. The olympus representative was also informed that the loop had remained inside the pt and is expected to pass naturally from the pt's cavity. The olympus representative had provided an in-service to the nurse at the facility and provided some resource material. The user acknowledged that user error caused the reported event. This report is being submitted as an MDR in an abundance of caution.